Event description:
A letter was rec'd from the MFR of a library theft detection system which stated that a pt with a deep brain stimulator felt a lot of "discomfort" when walking through their library detection system. The pt stated she felt jolted when walking through the library detection system. She stated she was only warned against having an magnetic resonance imaging. On follow-up, the pt's daughter stated that the pt had seen her physician who reprogrammed the device after the pt experienced tingling in her mouth and right hand shaking. The pt also reviewed the pt manual warnings and precautions with her physician. The pt has no sequelae after the incident.